Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement was noted on fluoroscopy on the right atrial (ra) lead post operatively. Failure to capture was noted. It was suspected that during the implant procedure fixation was insufficient. The lead was revised and remains in use. No patient complications have been reported as a result of this event.